Manufacturer narrative:
Insulin pump received with intermittent act button, due to flattened dome. Insulin pump received with minor scratches on lcd window and cracked reservoir tube window and cracked case on display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was 143 mg/dl. The discontinuation of the device was advised. Nothing further was reported.